Event description:
It was reported that approximately six weeks after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with a mild central capsular wrinkle and capsular contraction was noted at the 5'clock position. The patient's best corrected visual acuity (bcva) did not decrease. Approximately three months post-implantation, the surgeon planned to exchange the iol. However, when attempting to explant the lens, excessive scar tissue around the iol and zonular weakness were encountered. The surgeon elected not to remove the lens and left the iol in place. The surgeon plans to re-evaluate the patient in one month before proceeding with yag laser capsulotomy treatment. In the surgeon's opinion, the most likely cause of the event is the lens shifting posteriorly secondary to postoperative inflammation. The following medications were prescribed for use at home post-operatively: pred 1% od bid, then taper moxifloxacin 0.5% 1gtt qid ou x 1 week prolensa 0.07% 1gtt qd x 4 weeks.

Manufacturer narrative:
The device remains implanted. Based on the information provided, a root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.